Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 24, 2020, mentor became aware that the surgery has been moved to (B)(6) 2020. Hence, field d7 for explantation date has been updated to "(B)(6) 2020" on this form this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient's bilateral replacement surgery with mentor 325cc gel filled implants was (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 250cc mentor memorygel breast implants on both sides and was presented with right side breast implant rupture on (B)(6) 2019 and confirmed via ultrasound on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.on (B)(4) 2020, mentor became aware that patient experienced bilateral capsular contracture; baker grade iii in addition to right side rupture. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that devices will be explanted on (B)(6) 2020. Hence, the following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (B)(6) 2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).